Manufacturer narrative:
The possible cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels (over 600 mg/dl). The customer reported having issues with the longer infusion set tubing; however, no further details were provided. Multiple attempts were made by tandem¿s technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.